Manufacturer narrative:
Purge pressure low: the cause of the purge pressure low was not determined due to no product returned, no data logs recovered, and insufficient clinical details. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 77-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). During preparation for the procedure, the staff plugged in the impella and it alarmed "purge pressure low". This was before the patient was inserted into the patient. The alarm resolved on its own. There were no further issues reported. The device functioned as intended at p-9 at 2.9l/min with no issues. The following day, the family elected to withdraw care, and the patient expired on support. The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock as they presented in stage d shock.

Manufacturer narrative:
The purge cassette was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Section d device information has been updated.